Event description:
It was reported that the home patient had unspecified problems during peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4): the device was returned and evaluated for the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues identified. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.